Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited potential premature battery depletion. Programming changes were attempted but did not improve longevity estimates. The patient was stable.

Event description:
New information received notes that the patient was experiencing an atrial arrhythmia. An ablation procedure was performed, resulting in an abnormal battery longevity reading. Additionally, mode change was noted. There was no allegation of premature battery depletion. Programming changes were made. The patient was stable.